Manufacturer narrative:
Per the manufacturer's subsidiary, no product will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the use of the device for a non-clinical activity, the customer detected a legionellae (traces) contamination in the heater cooler water. There was no patient involvement. Per clinical review on 25-may-2017: the customer received the result of a water culture test for this unit on may 9, 2017. This culture test was part of their protocol to culture the water of each unit monthly. This test for this specific unit, the culture found trace amounts of legionellae bacteria in the water bath. There was no reported patient infection or harm and no reports of harm to the user. After the culture was received, the unit was taken out of service and the hospital requested cleaning and disinfection information from manufacturer's subsidiary. The manufacturer's subsidiary provided the requested information and found additional details on visit to the hospital. Their normal practice was to drain the unit each month and to re-fill with filtered (0.22 micron) tap water. Prior to this event they were not performing manufacturer recommended daily or weekly cleaning / disinfection protocols. The hospital did not have a service contract with the manufacturer so maintenance activities are not known. A service contract request (with manufacturer) has been submitted by the hospital. Regular maintenance activities, such as monitoring daily chlorine levels, has likely not been followed as they did not have a current manufacturer cleaning guide. They now have the guide and they plan to do drain / add fresh water every week and over the next six months they plan to conduct weekly water cultures. The last water culture, after completing the manufacturer cleaning guide procedure and maintaining chlorine levels of 3-5 ppm, showed no bacterial growth. The cases were completed successfully, without delay and without associated blood loss. There has been no patient harm or user harm related to the bacterial growth in the heater cooler water bath.